Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the representative could not replicate the issue. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system had trouble holding a charge after leaving it charging overnight. There was no patient present when the issue was discovered.